Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had a possible infection. An echocardiogram showed possible vegetation on the ventricular lead. The implantable cardioverter defibrillator (ICD) and lead were explanted. No further patient complications have been reported as a result of this event.